Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8299929, medical device expiration date: 10/31/2022, device manufacture date: 11/09/2018; medical device lot #: 8053788, medical device expiration date: 01/31/2022, device manufacture date: 03/01/2018.

Event description:
It was reported that two bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced safety shield failure. The following information was provided by the initial reporter: material no: 383323, batch no: unknown. It was reported that the cover did not completely cover the needle, leaving it exposed. Two additional samples were sent to the sales rep with four other samples related to previously reported complaints. The two samples encountered the same issue as the previous complaints (needle shielding failure). There is no additional information related to these samples (i.e. Date of occurrence separate patients, etc.).

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Our engineers reviewed the samples provided by your facility, however the devices received were within product specifications. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that two bd saf-t-intima IV catheter safety system 22 g x 0.75 in. Experienced safety shield failure. The following information was provided by the initial reporter: material no: 383323. Batch no: unknown. It was reported that the cover did not completely cover the needle, leaving it exposed. Two additional samples were sent to the sales rep with four other samples related to previously reported complaints. The two samples encountered the same issue as the previous complaints (needle shielding failure). There is no additional information related to these samples (i.e. Date of occurrence separate patients, etc.).